Event description:
It was reported that pt was complaining about hip pain. Acetabular cup was loose. A revision surgery was performed at 12 months post-op.

Manufacturer narrative:
This report will be amended when our investigation is completed. (B) (4)